Manufacturer narrative:
Device passed the displacement test however a33 alarm during prime/a33 test at 4 lbs and motor error alarm during the basic occlusion test due to loose drive support disk. The motor was tested outside of the device and passed. Unable to verify a21 alarm due to loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump not working correct due to high and low blood glucose level and unexpected restart error every time when they changes the battery. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump was taking long to fill tubing and getting motor error alarms every time when they changes the infusion set. Customer stated that the drive support cap was normal. Customer stated that the insulin pump was not exposed to strong magnetic field. Customer also reported that the insulin pump did not received motor position encoder error alarm. Customer was unable to complete insulin pump rewind due to insulin pump error alarm. The customer was advised that the insulin pump needed to be replaced and was advised to remove the battery from insulin pump to prevent continued alarms. Customer was also advised to discontinue use of the insulin pump and recommended to refer the backup plan. The insulin pump will be returned for analysis.